Event description:
Subsequent information indicates that the device was explanted. The device has been returned for analysis.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific crm received information that monthly follow ups and replacement with in thirty days of the device declaring elective replacement indicator (eri) was recommended by a technical services (ts) consultant for this cardiac resynchronization therapy-defibrillator (crt-d). The device is a part of the shortened replacement window (4/05/2007) advisory. Information regarding the 27 month battery voltage is unknown. At this time, it is unable to be determined if the device is exhibiting srw behaviors. No adverse patient effects were reported. The device remains in service.